Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump triggered an alarm due to a downstream occlusion, and air bubbles were also observed along the top of the cassette. Troubleshooting was performed but the alarm persisted. There was a patient involvement and no patient harm adverse event was reported.

Manufacturer narrative:
D9: product received date 5/29/2025. H3/h6: one device was returned for evaluation of complaint of ¿alarming with a downstream occlusion.¿ event log indicated multiple downstream occlusion (dso) alarms and cassette not attached properly alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint of ¿alarming with a downstream occlusion¿ was confirmed through downstream occlusion test. Device immediately alarmed downstream occlusion. Device also intermittently alarmed cassette not attached properly when latch was closed. Replaced dso sensor, dso bezel, and dso seal. Repair was confirmed through downstream occlusion test. Probable cause was a failed dso sensor.